Event description:
It was reported that the fault card displayed temperature probe was not working. Per sample evaluation completed on (B)(6) 2023, it was reported that there was a faulty temperature cable and intermittent chiller fault.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fault card displayed temperature probe was not working. Per sample evaluation completed on 09oct2023, it was reported that there was a faulty temperature cable and intermittent chiller fault. Per wo updated on 05feb2024, it was reported that the fill tube falling out of the holder on the back panel.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. The device was evaluated upon receipt. It was found that there was an intermittent chiller fault. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fault card displayed temperature probe was not working. Per sample evaluation completed on 09oct2023, it was reported that there was a faulty temperature cable and intermittent chiller fault. Per wo updated on 05feb2024, it was reported that the fill tube falling out of the holder on the back panel.